Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b, adverse event/product problem. H6: imdrf device code a0510 captures the reportable event of the snare loop retracted suddenly.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the ascending colon to remove a colonic polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the loop initially opened as expected. However, additional pressure was required to close it. Upon closure, the loop prematurely severed the polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of the snare loop retracted suddenly.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a colonic polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the loop initially opened as expected. However, additional pressure was required to close it. Upon closure, the loop prematurely severed the polyp. The procedure was completed. There were no patient complications reported as a result of this event.